Manufacturer narrative:
H3, h6: one fast-fix 360 curved needle delivery expanded indication system device was used for treatment but not returned for evaluation. Due to product unavailability investigation and evaluation were limited. If relevant information, packaging or product become available, the complaint may be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Inadvertent twisting or bending of the needle can interfere with proper advancement and release of anchors. Instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) incomplete needle penetration through meniscus. 2) inadequate tissue conditions. 3) unintended double triggering. 4) inadvertent twisting or bending of the delivery needle. 5) difficulty with reaching the desired tissue location. 6) anchor proximity; tension causing t1 to pull t2. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during surgery, the t2 from the fast-fix could not be triggered. The procedure was successfully completed using a back-up device. It is unknown if there was any delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.